Manufacturer narrative:
The pump was returned to animas. Investigation revealed the following: pump electrical current draws were tested and found to be within specifications. Verified current draw less than 1a - home screen (no motor movement) - no current greater than 1a. Verified current draw less than 1a - during motor movement - no current greater than 1a. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and was found to be delivering within the required specifications. Pump powered on normally and was exercised for 24 hours, no overheating or alarms were duplicated. The pump was opened and no evidence of moisture ingress was found. In conclusion, the complaint regarding pump and battery overheating could not be duplicated during investigation.

Event description:
The pt's mom reported moisture/corrosion in the battery compartment and loss of power to the pump. She also claimed that the pump was warm to touch but no injury or blood glucose excursions resulted as a result of the warm pump. The battery cap and battery compartment reportedly are intact. The pump was replaced. There was no adverse event associated with this complaint.